Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the provided photographic samples shows external fluid leakage from drain bag sealing near the drain line. The reported condition was verified. The component was provided by a third-party supplier. The plant has control measures in place to identify failures of this nature. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the tubing of a prismaflex st150 set during prime. There was no patient involvement. No additional information is available.